Event description:
It was reported that a user experienced a leaking cartridge and described connecting the cartridge to the connector before placing it in the pump, after which the pump powered off during cgm connection and required the charger to turn back on; the concern involved the infusion set and cartridge, with the cannula as the relevant component. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem found, while a usage problem was identified related to an improper procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.